Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, a migration of the electrode occurred and a revision surgery was scheduled. During the revision surgery, it was decided to re-implant the user. According to the implant registration card a full insertion was achieved at implantation.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a migration of the electrode array out of the cochlea. The concerned device has not been received for investigation yet.

Event description:
A migration of the electrode occurred and a revision surgery was scheduled. During the revision surgery, it was decided to re-implant the user. The user has been successfully activated with the new device.